Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a used 5 fr. Ptd catheter assembly with a portion of the tip missing and with the basket partly retracted into the sheath. Microscopic examination of the remaining tip and exposed portion of the basket revealed that the tip broke at the base of the distal connector with approx. 2.0 mm remaining attached. The edge appeared uneven and rough indicating that it was torn off. The missing piece was reported to have been left in the patient. No other defects or damage was observed with the basket. Functional testing with a lab rotator was performed. However the catheter would not rotate freely causing the sheath to twist. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize device damage and warns of potential fragmentation with prolonged activation. The potential cause is undetermined. Further investigation has been initiated at the manufacturing facility.

Event description:
It was reported that a declot procedure was being performed on a lower arm fistula in the surgery department. During use of the ptd, it was observed that the tip separated from the basket at some point. The tip was not retrieved and was left in the patient. A new ptd was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).